Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5f mynxgrip vascular closure devices vcd) failed in one patient causing hematomas. Manual pressure was held for hemostasis. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. Nothing appears atypical during the device preparation. The vcd was inserted, balloon inflated as expected, and the device was retracted until it is abutted to the arteriotomy. The balloon position was checked via relaxing the rail and observing pulsatile flow through the side arm of the sheath. The device shuttles down and comes back up as expected. At the time of the tamp tube being advanced forward to the green line, arterial bleeding is observed during the initial 30 seconds and the following 90 seconds. When the device is removed, blood shoots out of the tamp tube. While it was noted that patients were on the thinner end of the spectrum, there was no calcium noticed near the access site, nor was there an indwelling stent. The radiology team states that this has occurred 5 times total with care defaulting to manual pressure and hematoma formation. The devices will be returned for evaluation.

Event description:
As reported, two 5f mynxgrip vascular closure devices vcd) failed in one patient causing hematomas. Manual pressure was held for hemostasis. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. Nothing appears atypical during the device preparation. The vcd was inserted, balloon inflated as expected, and the device was retracted until it is abutted to the arteriotomy. The balloon position was checked via relaxing the rail and observing pulsatile flow through the side arm of the sheath. The device shuttles down and comes back up as expected. At the time of the tamp tube being advanced forward to the green line, arterial bleeding is observed during the initial 30 seconds and the following 90 seconds. When the device is removed, blood shoots out of the tamp tube. While it was noted that patients were on the thinner end of the spectrum, there was no calcium noticed near the access site, nor was there an indwelling stent. The vcd was used in a y-90 procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. The sealant was deployed to the proper location. Sterile devices from the malfunction lot will be returned for evaluation.

Manufacturer narrative:
As reported, two 5f mynxgrip vascular closure devices vcd) failed in one patient causing hematomas. Manual pressure was held for hemostasis. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. Nothing appeared atypical during the device preparation. The vcd was inserted, the balloon inflated as expected, and the device was retracted until it is abutted to the arteriotomy. The balloon position was checked via relaxing the rail and observing pulsatile flow through the side arm of the sheath. The device shuttled down and came back up as expected. At the time of the tamp tube being advanced forward to the green line, arterial bleeding was observed during the initial 30 seconds and the following 90 seconds. When the device was removed, blood shot out of the tamp tube. While it was noted that patient was on the thinner end of the spectrum, there was no calcium noticed near the access site, nor was there an indwelling stent. The vcd was used in a y-90 procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). The sealant was deployed to the proper location. The two complaint devices were not available to be returned for analysis. However, five (5) sterile devices from the same lot as the complaint products, lot f2231301, were returned for evaluation. In addition, the devices were returned in their original sealed package, but not in a temperature-controlled condition. The sterile samples were visually inspected for anomalies/damages; and there were no anomalies/damages observed. Dimensional analysis was performed to verify the distance between the shuttle tip to the inflated balloon, and it was verified and noted to be within specification. Functional testing was performed on the received devices per the mynxgrip instructions for use (IFU). The balloons of the returned devices were inflated, and pressure was maintained. The advancer tubes were observed to properly engage to the proximal tamp locks. The returned devices performed as intended per the mynxgrip IFU and are deemed to meet specifications. A product history record (phr) review of lot f2231301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported events of ¿sealant-failure to achieve hemostasis¿ and ¿hematoma¿ could not be confirmed and possible product contributing factors could not be determined as the complaint devices were not returned for analysis and procedural images were not received. Additionally, there were no anomalies noted to the sterile devices received for analysis. The exact cause of the reported failures experienced by the customer could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. However, since the bleeding occurred at the time the tamping and blood shot out of the tamp tube during device removal, it is possible that factors during tamping (such as over-tamping) are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the phr review, the analyses of the sterile devices, and the information available for review, there is no indication to suggest that the reported events are related to the design or manufacturing process of the units. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, two 5f mynxgrip vascular closure devices vcd) failed in one patient causing hematomas. Manual pressure was held for hemostasis. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. Nothing appears atypical during the device preparation. The vcd was inserted, balloon inflated as expected, and the device was retracted until it is abutted to the arteriotomy. The balloon position was checked via relaxing the rail and observing pulsatile flow through the side arm of the sheath. The device shuttles down and comes back up as expected. At the time of the tamp tube being advanced forward to the green line, arterial bleeding is observed during the initial 30 seconds and the following 90 seconds. When the device is removed, blood shoots out of the tamp tube. While it was noted that patients were on the thinner end of the spectrum, there was no calcium noticed near the access site, nor was there an indwelling stent. The vcd was used in a y-90 procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. The sealant was deployed to the proper location. Sterile devices from the malfunction lot will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2231301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.